Manufacturer narrative:
It was reported that during a port placement, small shreds from the gauze were noted on the patient's chest. It was undetermined if any particles has fallen into the site so the site was flushed with saline. No serious injury resulted. The 4x4 gauze is manufactured by rf surgical systems, inc. They have been notified of the incident and the sample has been forwarded to them for their evaluation. As the manufacturer of the device, they will make the determination if any corrective action is required.

Event description:
The facility reported that gauze fibers came off of the 4x4 and the fibers were found on the patient's chest.